Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 to treat pelvic organ prolapsed and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure in on (B)(6) 2011, in order to treat pelvic organ prolapse, enterocele and rectocele with perineal defect and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced multiple complications including pain, erosion, formation of scar tissue, extrusion, infection, urinary/bowel problems, dyspareunia, neuromuscular compromise to her structures and tissues, additional surgeries and other issues. It was also reported that the patient underwent the following procedures: on (B)(6) 2012: excision of mesh and incomplete proctoscopy due to mesh erosion; on (B)(6) 2012: excision of mesh due to mesh erosion. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced increase frequency, constant burning, and urinary tract infection. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced increase frequency, constant burning, and urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
Date sent to the FDA: 01/20/2017. (B)(4). It was reported that following insertion the patient experienced adhesions.

Event description:
It was reported that following insertion the patient experienced adhesions.